Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6500rbe round burr had an issue, the hip burr had the clear shroud fell off during a case. The surgeon was able to retrieve the shroud and complete the case. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays a fragment of what appears to be the shrink tubing for the ar-6500rbe. However, as the device was not returned for physical evaluation, the cause remains undetermined. No change in harm was identified.